Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the o2 gas module and maintenance kit including nozzle units were found defective. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The reported issue was confirmed in provided device's logs. The claimed parts were not provided for further analysis. Our conclusion is that the defective parts were the cause of the failure. The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that flow transducer test failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).